Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clip applier jammed multiple times during firing process over cystic duct and artery. It would partially form clips in the jaws and jam. Also, the device would stick to clip and tissue after deployment. Resultantly, it would jam the next clip. The procedure was completed with this device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m90u5r. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No jamming issues were noted during analysis. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis. Has been completed, a supplemental medwatch will be sent.